Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device screen was blank and also noticed that the pneumatic tubing was cracked and it was not connectable. The reported issue was resolved by replacing the front panel and tubing. The device was returned to the customer operating to service specifications.

Event description:
The customer reported that the suspect vela ventilator screen went blank. The reported issue occurred while in use with a patient but continued to ventilate at the current settings. The patient was switched to another ventilator and there was no harm to any patient or clinician in association with the reported complaint.